Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of cartridge, handpiece, and viscoelastic. The product history records could not be reviewed for the cartridge/handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The cartridge is not qualified for use in the reported handpiece. It is unk which viscoelastic was used in the cartridge. A failure to follow the dfu was indicated by the use of a handpiece that is not qualified for the lens/cartridge combination, which may result in delivery difficulties or product damage. The product investigation could not identify a root cause for the complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014 and additional info was received via phone. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, a pt experienced "filmy" vision that was not sharp or clear. The pt also reported it was hard to see street signs and read. Limbal relaxing incision was performed on (B)(6) 2013. The lens was exchanged. The pt is reported to be "doing better". There are two MFR reports associated with these events. This report is for the right eye.